Manufacturer narrative:
A siemens customer service engineer (cse) in the united states was dispatched to the customer site. The cse performed services that included repairing a reagent probe shutter and motor, reagent probe (rp1) drain clog, cleaning the valve, and verifying the drain worked as expected. While troubleshooting, cse found cuvettes around the vacuum pump, unlatched the pump, moved it to the side to clear the cuvettes, and observed sparks from the vacuum pump latch when placed by the instrument frame. The cse performed an instrument shutdown, stored the reagents in the fridge, and disconnected the grounded vacuum pump. Additional services performed by the cse included replacing the vacuum pump, setting the vacuum level, and adjusting the vacuum regulator. The vacuum leak test was performed and passed. The cse proactively replaced the reagent shutter 'closed' and ran diagnostic tests and the daily cleaning procedure (dcp) with no issues, and tests passed. The advia centaur xpt was verified and returned to the customer. The cse noted that no other maintenance or evaluation of the instrument is required.

Event description:
A siemens customer service engineer (cse), performing troubleshooting on the advia centaur xpt instrument, observed sparks from the vacuum pump. The cse stated that the event did not generate smoke or flames on the day of the event. There was no impact on patient testing or result reporting and no injury or harm to the cse or operator. There are no known reports of adverse health consequences due to the sparks emitted from the vacuum pump.